Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient information was available. Reportedly, the transmitter had been in use for longer than 3 months. The customer was instructed by tandem technical support to switch to a new transmitter.